Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The front panel keyboard was replaced, and the unit was returned to service.

Event description:
The hospital reported the front panel keyboard 'menu' button did not work during case, preventing them from switching from volume to pressure ventilation mode. The case was completed in volume mode. There was no report of patient injury.